Event description:
It was reported that technical services (ts) was contacted for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed a stored atrial tachy response (atr) episode with oversensing noisy signals on the lead channels. It was noted the noise on the lead channels were due to the device not turned off while the leads were being inserted into the header. No adverse patient effects were reported. This ICD remains in service.